Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported a false elevated potassium (k) result for one patient while running on the alinity c processing module. The following data was provided: on (B)(6) 2021, sample ID (B)(6) = initial result = 6.76 mmol/l, repeat result = 3.95 mmol/l. There was no impact to patient management reported.

Manufacturer narrative:
Service inspected the analyzer and performed troubleshooting procedures including part replacement. No definitive cause of the discrepant results was not identified, therefore, the alinity c processing module, serial number (B)(6), was considered the likely cause. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6), as described in this complaint. There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trends identified for the product for the issue. Device history record was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency for alinity c processing module, sn (B)(6), was identified.